Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the stress for the use, external factor or the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there was a cable break of the subject device at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and found that the image of the subject device was disappeared when the subject device was angulated which might have occurred due to the image sensor cable break of the subject device. There was no patient injury associated with this report.